Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this medwatch: b4, d1, d2a, d4, d9, g3, g6, h2 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The correct catalog number is gce4528. The following sections have been corrected on this report: d1, d2a and d4.

Event description:
As reported by the field, during a mechanical thrombectomy, on the 6th pass, the physician went to re-use the embotrap iii 6.5 mm x 45 mm thrombus retriever (et307645, 23b219av). However, the embotrap iii would not feed into the track21 microcatheter (mc), it went past the hub and into the catheter but then would not go further. The physician reached then for a nimbus revascularization device (nbs094528, 22l183av), the nimbus proceeded to be inserted into the track 21 (mc) and the physician was able to use the device, felt the ¿pinch¿ and it did seem to recanalize some of the occlusion however not completely. The physician went back in for the 7th pass to use the numbus, however then the nimbus would not go into the track21 past the hub of the mc. It was mentioned that the user thought the red68 got stuck in the rhv and was damaged, which may have damaged the embotrap iii. They also reported they thought there was a kink in the microcatheter which may have affected things. However, they didn¿t understand why the embotrap iii wouldn¿t feed in the nimbus if this was the case. Additional information was received on 08-nov-2023 indicating that the microcatheter was changed. There was no relevant anatomical information including vessel characteristics. The devices did not appear to be damaged. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. There was no patient injury reported. Complete procedure recanalized. 1st pass (B)(6). 2nd pass (B)(6). 3rd pass (B)(6). 4th pass (B)(6). 5th pass (B)(6). 6th pass (B)(6). 7th pass (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 22l183av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3011370111-2023-00179.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. The initial inspection and examination under magnification of the returned cerenovus nimbus device showed evidence of damage and deformation present on the proximal struts. Deformation of the proximal coil and damage to the adhesive bond at the proximal end of the proximal coil was also evident. The visual inspection also concluded that the returned cerenovus nimbus device was correctly assembled and manufactured. The returned cerenovus nimbus device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conforms to the specification for compatibility with 0.021¿ microcatheters. Device insertion and delivery assessments were performed using the returned cerenovus nimbus device and the returned trak 21 microcatheter on the benchtop. Resistance was met on insertion and the returned cerenovus nimbus could not be delivered to the distal tip of the returned trak 21 microcatheter. Therefore, the complaint event was confirmed using the returned cerenovus nimbus device and the returned trak 21 microcatheter. Device insertion and delivery assessments were also performed using a sample cerenovus nimbus device and the returned trak 21 microcatheter. The sample cerenovus nimbus device was fully inserted and successfully delivered to the distal tip of the returned trak 21 microcatheter, confirming cerenovus nimbus is compatible with the returned trak 21 microcatheter. An attempt was made to recreate the failure to deliver with a sample cerenovus nimbus device with the returned trak 21 microcatheter. This assessment demonstrated that failure to fully seat and secure the insertion tool into the microcatheter hub can result in the partial deployment and folding of the cerenovus nimbus inside the trak 21 microcatheter hub resulting in deformation of the proximal struts of the cerenovus nimbus device, consistent with the damage observed on the returned unit. A probable cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened, thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the cerenovus nimbus device without fully seating the insertion tool can result in damage and deformation of the cerenovus nimbus device which potentially results in failure to deliver the cerenovus nimbus. However, the root cause of the complaint could not be confirmed as a sample cerenovus nimbus device could be delivered successfully through the returned phenom 21 microcatheter. There is no indication that this complaint was a result of a defect or malfunction of the cerenovus nimbus device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref #: (B)(4). Please note that medwatch reports submitted under manufacturer report number 3011370111-2023-00180 were submitted in error. The geometric clot extractor (gce) has not been approved by the us FDA and is not marketed in the us; therefore, this complaint does not meet usfda reporting criteria and is not MDR reportable.